Manufacturer narrative:
(B)(4). Age at time of event: 18 years or older. (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-00603. It was reported that guide wire separation occurred. Two 330cm rotawire¿ were selected for use. During preparation, the physician attempted to remove the wires from the spool; however, it was noted that the tip of the guide wire was separated from the core. The procedure was completed with a different device. The guide wire was not used inside the patient's body. No patient complications reported.

Manufacturer narrative:
Device evaluated by MFR.: the complaint device was returned for analysis. A visual inspection showed that the device does not have the distal tip detached, however it has the distal tip stretched and the body kinked in the middle of the device. Overall length and outer diameter of distal tip couldn't be measured due to distal stretched and the other outer diameter measurements are within the specifications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-00603. It was reported that guide wire separation occurred. Two 330cm rotawire were selected for use. During preparation, the physician attempted to remove the wires from the spool; however, it was noted that the tip of the guide wire was separated from the core. The procedure was completed with a different device. The guide wire was not used inside the patient's body. No patient complications reported.